Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported the patient reports she was urinating frequently at night for a couple of weeks. The patient was using the programmer to connect to implant but was getting the poor communication message; patient thinks the implant may be off. Troubleshooting included having the patient attempt to have programmer connect to the implant both with and without the antenna, but the poor communication did not resolve. Patient services advised that due to age of the implant it may be depleted due to longevity and patient was advised to consult with their doctor if replacement programmer does not communicate with implant. Information was sent to repair department to replace the programmer. No further complications were reported or are anticipated. (B)(6). No new information.